Event description:
Five endeavor sprint drug-eluting stents were implanted in an overlapping fashion. (MFR report# 2953200-2008-01053-01057). Investigator reported a spontaneous gi bleed occurred six days later, while on antiplatelet therapy. Patient required 5 units of auto-transfusion. Investigator has indicated that event was not related to the study stent. Patient was asymptomatic at 30 days follow up.

Manufacturer narrative:
Other (secondary intervention) - other(spontaneous bleed) - evaluation codes: results - (spontaneous gi bleed). Conclusions - device failure/lack of effectiveness related to patient condition.